Manufacturer narrative:
Examination of the submitted devices confirms the report of dull instruments. A two-year search of the complaint database did not reveal any trends of dulling for product code family 96168x univ rev fem broach. The root cause is attributed to wear out. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broaches are dull and do not cut bone effectively.